Event description:
I applied one icy/hot thermal patch for arm, neck & leg, lot number a6xd -expires 10/09- to a sore calf muscle before going to bed. The packaging said that the patch lasts up to eight hours, and so I assumed I would be safe sleeping with it on--as long as I left my leg propped to the side of my bed. I did this so I would not have pressure on the ptach, in accordance with the warning on the label. During the course of the night, I had moved in my sleep and woke up about 7 1/2 hours later with my leg under the covers. I do not know if pressure was applied to the patched area as I was asleep. I was not awakened by any pain. When I removed the patch 7 1/2 hours after its application -in the morning-, 2 water blisters had formed. The largest one was about 1.5 inches long and 3/4 inch wide. The smaller one was about 1/8 inch long and wide. I did not realize the severity of the burn until after a minor infection, two visits to my occupational health nurses, a visit to my physician, one week of applying silvadene antibiotic cream, and finally a visit to the burn unit at hosp three weeks after the night of the burn. The visit to the burn unit revealed partial thickness second-degree burn at both sites of the blistering. The fact that I did not wake up from any pain in the night can only be explained by the fact that I was very tired (from physical exercise that caused the muscle ache), and that later my nerve endings were damaged so I did not feel the effect of the deeper burning. I am currently receiving treatment to debride the dead eschar tissue that has formed over the wound that remains open.